Manufacturer narrative:
B3: event date is year valid. Continuation of d10: product ID: 978b128, lot# va34wkp, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a meeting with their manufacturer representative almost a month ago and they were having some problems with their stimulator. They changed a couple things and it is still not working right. The issue started probably in late (B)(6) 2025. An email was sent to the representative. Additional information was received from a manufacturer representative (rep). The rep clarified the statement of "some problems with their stimulator" and "it is still not working right" as referring to the patient lead appearing to have migrated from original lead placement per the healthcare provider (hcp). The rep noted that they were first notified of the issue on march 17th, 2026. The most likely cause of the issue was unknown. They noted that the patient was said to be checking with their insurance to determine if a lead revision was something they would like to proceed with. This issue had not yet been resolved.